Manufacturer narrative:
This MDR has already been submitted to FDA by the us importer with report number (B)(4).

Event description:
Patient revised due to infection on (B)(6) 2021, approximately 4 months following primary surgery. All components from primary surgery were explanted (size 10 humelock ii stem, 2 cortical screws, 135/145 36/+3 standard humeral cup, 36mm eccentric glenosphere with screw, 24mm glenoid baseplate, 4 locking screws), and an antibiotic spacer was then implanted.